Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The returned valve was patent, and met the requirements for siphon, leak, pressure-flow, and preimplantation testing. However, it did not meet the requirements for reflux testing due to the presence of proteinaceous debris within the valve. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the manufacturing records showed no anomalies. It was later reported that the surgeon believed that the valve was working as expected during the course of its use in the patient¿s treatment, but that it was explanted to see if it would stop the ¿whooshing¿ sound that the patient reported experiencing. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient complained of a whooshing sound in their ear, and that the physician decided to replace the valve with a new device. According to the report, the patient did not incur an injury as a result of the event.